Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose of 600 mg/dl. She treated with the insulin pump but it only went down to 585 mg/dl. The customer changed the infusion set and found the cannula was bent but stated the insulin pump did not alarm no delivery. The customer also mentioned that the she was unable to calibrate the sensor. Most recent reading was 554 mg/dl. Customer declined troubleshooting and did not want to change the set either as she had already changed it three times that day. Customer was advised about the possible high blood glucose causes and that the insulin pump could be tested but she refused to troubleshoot.